Event description:
It was reported that mount did not disengage from the implant once it had been placed. Patient had bone loss. No implant could be placed on the same procedure therefore would be scheduled for placement. Inflammation, pain and bone loss reported as a consequence of the event. Tooth location 25.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: k011245, k002188.

Manufacturer narrative:
Zimvie received one (1) spb12, (impl tapered sp 3.7mm 12m m octagon) for evaluation visual evaluation of the as returned device identified the implant with signs of use. The reported mount wasn't returned with the implant. An in-house mount engaged and disengaged with the implant as intended during a functional test. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number: 2022071219. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 2022071219 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release.¿ the customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ swissplus® and tapered swissplus® implants - IFU 9667 rev. 2 - 10/19. Information identified: "warnings" "contraindications" "precautions." Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root causes determined from the investigation are customer error, incorrect techniques used. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information, and without return of all devices involved. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes.

Event description:
No further event information available at the time of this report.